Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary tibial nail insertion on (B)(6) 2015, a 5.0 millimeter flexible shaft snapped in two during reaming. The shaft was caught between two severe bends of a 2.5 millimeter reaming rod. All parts were easily retrieved. There was a one to two minute surgical delay. No patient harm was reported. The rest of the surgery was reported to be uneventful. This is report 2 of 2 for (B)(4).